Manufacturer narrative:
The pump was not returned for eval of this complaint. The animas rep suggested further troubleshooting and education of the inset due to multiple infusion site problems. Pump setting and delivery history were reviewed with an hcp and deemed accurate. The pt disconnected from the pump on three separate occasions, which may have caused his blood glucose level to increase.

Event description:
The pt's mother reported that the pt had elevated blood glucose levels since mid (B)(6) 2010 but became worse during the two days prior to calling animas. The pt was not on pump therapy at the time the mother contacted animas. The pt was taken off the pump and used a backup plan 24 hours. The reporter mentioned example blood glucose results of 300 to greater than 600 mg/dl since (B)(6) and 320 mg/dl in the morning of (B)(6) and 500 mg/dl while at school on (B)(6). Upon returning home from school on (B)(6), the pt's mother stated that she took the pt off the pump. At that time the pt identified that the pt had large ketones but the pt did not have any symptoms. The reporter has been in contact with an hcp daily to adjust pump settings and for add'l assistance. The pt's blood glucose remained elevated on (B)(6) and was initiated on a backup plan of lantus and novolog injections. The pt's mother stated that all pump settings and delivery history totals have been reviewed with an hcp and deemed accurate. She also says that there have been multiple issues with the pt's infusion site including the site bleeding, cannulas bent, the infusion set falling out, and leaking at the site. The pt's mother admits that the pt disconnected from the pump during activity on three separate occasions within the week prior to calling animas.